Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6): product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 27-jun-2020, UDI#: (B)(4) h3 ¿ analysis of the communicator found ¿tm90 recharging circuitry is damaged (l3)¿ and ¿failed bench test¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving clonidine, morphine, and bupivacaine via an implanted pump. The indication for pump use was spinal pain. The patient reported that their handset and communicator were not holding a charge. The patient stated that the handset charged to 100% and the communicator fully charged but they lost charge quickly. The patient stated the handset would deplete from 100% to 50% if the handset was off the charger for about 5 hours, where the battery used to last a few days, then stated 'I don't know about a few days, but a long time.' Per the patient, they used to only have to charge the communicator once every couple months but now they had to charge the communicator daily. The patient stated the event date was about 6 weeks ago. Per the patient, they bolused 6 times a day. The patient confirmed neither charging port was loose/wiggly and they had bought a new cord to use because their original charging cord broke, and they had tried multiple other cords for both devices. The agent reviewed charging considerations after which the patient agreed to monitor the communicator, and the agent redirected the patient to hcit (healthcare information technology) for their handset battery concerns. Additional information was received on 30-jun-2025 from the patient who reported that the communicator was not holding a charge so they couldn't get a bolus. The patient said they first noticed the communicator was not holding a charge about 6 weeks ago. The patient stated the light on the communicator was green. The patient mentioned they had an issue with the handset, but that issue was taken care of and handset was working fine. The patient stated they get 6 boluses a day and they haven't had one today and are getting shaky. The patient stated they may call their healthcare provider¿s office to get a bolus. The agent asked the patient to plug the communicator into the outlet and the patient stated that the battery light was red/orange. The patient stated they had the communicator plugged into the outlet all weekend. The agent reviewed the meaning of the battery light indicator. The agent asked clarifying questions, and the patient said they get not found when they trying to connect with the communicator. The issue was not resolved through troubleshooting. A replacement communicator was requested from the repair department because the communicator was not holding a charge.